Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information, a cause for the reported pericardial effusion could not be determined. The reported hypotension appears to be a cascading effect of the pericardial effusion. Additionally, reported hypotension and pericardial effusion are listed in the instruction for use (IFU) as known possible complications associated with mitraclip procedures. The unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report during the procedure, a pericardial effusion occurred requiring medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed without issue. However, the patient¿s blood pressure decreased. Echocardiogram showed that there was an pericardial effusion; therefore, the procedure was paused. Pericardiocentesis was performed and the patient was stabilized. The procedure continued and was completed without issue. One clip was implanted, reducing mr to 1. The physician thought that it could have occurred during either the transseptal puncture or during device maneuvering but it was never determined when the pericardial effusion was caused. The patient was recovering well and didn¿t need any additional intervention. No additional information was provided.